Manufacturer narrative:
The device has been received for analysis. Device analysis of the returned faradrive sheath confirmed that the device associated with this record had no abnormalities or defects that could have contributed to a device performance failure. Therefore, the device was determined to have no known device problem. Device history record (DHR) review: the DHR for (B)(4) was reviewed. There was no indication that a deviation or nonconformance associated with the manufacturing process contributed to this event. Additional review is not required. Risk review: a risk review was conducted using the faradrive hazard analysis. Based on the complaint summary, the following hazardous situation related to "difficult to advance device smoothly" was identified. This procedural complication was reported during the event and required medical intervention with ongoing treatment. The outcome status of the patient is unknown. Labeling review: there is no evidence this device was used in a manner inconsistent with the labeled indications. Additional review is not required. The "known inherent risk of device" cause code was selected for the patient code of "pericardial effusion" as this procedural complication was reported in association with this event. Pericardial effusion is considered procedural complications addressed in the faradrive IFU. The "no problem detected" conclusion code was selected for the allegation of "no known device problem" as device analysis of the returned faradrive sheath did not find any abnormalities or defects that could have contributed to a device performance failure.

Event description:
During a pulmonary vein isolation a faradrive steerable sheath clear, versacross connect access solution for faradrive, and farawave nav was selected for use. During the procedure, the physician performed an initial transseptal puncture, crossed with the wire, and elected to perform a second transseptal. After exchanging for the catheter and beginning ablation, a drop in pressure was observed and a pericardial effusion was identified during ablation, less than 10 minutes after the transseptal access. The catheter was located in the left atrium at the time. The ablation was completed, the catheter was removed from the la, and preparations were made for a pericardiocentesis, which was performed as the medical intervention for the complication. The patient was present during the event and experienced a pericardial effusion, which the physician believed was caused or contributed to by the device or procedure, likely due to a perforation occurring either during the transseptal puncture or during ablation. It is unknown whether any resistance was felt while maneuvering the catheters, and the perforation location was not confirmed. The patient was admitted to the hospital beyond the standard of care and had not been discharged, with the issue reported as ongoing. The device is expected to be return for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
During a pulmonary vein isolation a faradrive steerable sheath clear, versacross connect access solution for faradrive, and farawave nav was selected for use. During the procedure, the physician performed an initial transseptal puncture, crossed with the wire, and elected to perform a second transseptal. After exchanging for the catheter and beginning ablation, a drop in pressure was observed and a pericardial effusion was identified during ablation, less than 10 minutes after the transseptal access. The catheter was located in the left atrium at the time. The ablation was completed, the catheter was removed from the la, and preparations were made for a pericardiocentesis, which was performed as the medical intervention for the complication. The patient was present during the event and experienced a pericardial effusion, which the physician believed was caused or contributed to by the device or procedure, likely due to a perforation occurring either during the transseptal puncture or during ablation. It is unknown whether any resistance was felt while maneuvering the catheters, and the perforation location was not confirmed. The patient was admitted to the hospital beyond the standard of care and had not been discharged, with the issue reported as ongoing. The device is expected to be return for analysis.